Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient stopped charging the ipg as recommended, rendering the ipg inoperable. In turn, the ipg was explanted and replaced. Postoperatively, patient has effective therapy.